Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description from the partner: "a hospital technician discovered this during a post-use inspection. The cuff tube connection connector part of the intellicuff was damaged. Currently, the connector part has gotten inside, and it is impossible to connect the tube. Hospital officials confirmed this and stated that they had never dropped it or applied excessive force to it. "